Manufacturer narrative:
A review of the device history records indicates that devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the reported lot. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the sealing line(area) of sterile pouch was discolored, it was seemed dirty, therefore it was changed to other one and procedure was successful. Additional information received: the storage conditions in the room where the temperature is controlled, the humidity isn¿t controlled. The sterile barrier was seemed to keep, because the sealing line wasn¿t opened. Discoloration seemed a brown. Device was stored out of box.